Manufacturer narrative:
Date of event: please note that this date is based off of the year of publication of the article as the event dates were not provided in the published literature. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Muquit, s., moussa, a.a., basu, s. ¿pseudofailure¿ of spinal cord stimulation for neuropathic pain following a new severe noxious s timulus: learning points from a case series of failed spinal cord stimulation for complex regional pain syndrome and failed back surgery syndrome. British journal of pain. 2016. 10(2):78-83. Doi: 10.1177/2049463715622795. Summary: we describe a series of seven patients who experienced acute therapeutic loss of spinal cord stimulation (scs) effects following an acute nociceptive event unrelated to primary pathology. Reported events: patient 4: a (B)(6) female patient with spinal cord stimulation (scs) for failed back surgery syndrome (fbss) and left leg pain achieved 100% coverage with >50% pain relief after implant, but following an ¿electric shock¿ while on vacation abroad she had a complete loss of stimulation. The implantable neurostimulator (ins) was reportedly ¿unaffected by the electrocution, as proven by interrogation of the device.¿ it was specified that the cessation of all paresthesia sensation from the simulator immediately followed the accident, using previously active contacts, even at higher voltages. It was noted that radiographs taken after the accident were compared with ones taken post-implant and in all cases there had been no obvious lead migration, and the leads appeared to be physically intact. Implantable neurostimulator (ins) interrogation confirmed functional integrity of the system. In all cases, the impedance remained normal, and the scs was functioning, although the patient could not feel any stimulation. The authors were unable to regain any stimulation in the target area on their initial attempts at reprogramming, so the scs system was switched off for 2 months. At that time reprogramming was again attempted and was successful in regaining 100% coverage, although the patient reported that the pain relief was not as effective as it had been previously (40-50% relief). The authors reported that 5 out of 7 study patients were implanted with a restore primeadvanced 37702 neurostimulator while the remaining two had rechargeable restore sensor 37714 neurostimulators, but it was not stated which patients had which. All patients reportedly had specify 2x8 39286 electrodes. It was not possible to ascertain any further specific device information (such as serial/lot numbers) from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.